Event description:
The customer reported getting an ECG pads malfunction.

Manufacturer narrative:
The customer reported getting an ECG pads malfunction. The unit was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the issue.